Manufacturer narrative:
(B)(4). The device history record (DHR) review for zimmer skin graft mesher, serial number (B)(4), was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. Using livelink to query for serial number (B)(4), the device was noted to have not been previously repaired/evaluated by zimmer biomet surgical. On (B)(6) 2019, it was reported from (B)(6) medical cntr that a zimmer skin graft mesher had a broken mesher lock. The customer returned a zimmer skin graft mesher device, serial number ((B)(4)), for evaluation. Product review of the zimmer skin graft mesher by zimmer biomet surgical on (B)(6) 2019 revealed that the roller, comb and gear had visible damage. The calibration was within specification and the test cut was acceptable. No ratchet or cutters were returned for evaluation. No damage to the latching pin was noted during evaluation. Repair of the zimmer skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2019 which included replacement of the roller, comb, and gear. Zimmer skin graft mesher, serial number ((B)(4)), was then tested and functioned properly. It was repaired, inspected and tested. Rga number (B)(4) dated 21 mar 2019. The reported event cannot be confirmed as there was no damage noted with the latching pin during evaluation. The root cause of the reported event cannot be specifically determined with the provided information because there was no damage to the latching pin noted during evaluation. The device was noted to be functioning as intended after the roller, comb and gear were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the mesher lock was broken. There was no harm and delay in the event. No adverse events were reported as a result of this malfunction.